Event description:
Medtronic received information regarding a pipeline flex with shield technology stent (ped2) that was twisted and failed to open at the proximal end. The patient was undergoing a procedure for flow diversion stent implantation to treat a left hemisphere cerebral aneurysm via femoral artery access. The access vessel diameter was 5mm. The aneurysm max diameter and neck diameter was 2mm. The distal landing zone was 3.69mm and the proximal landing zone was 4.64mm. Patient's vessel tortuosity was moderate. It was reported that the pipeline and all accessory devices were prepared as indicated in the instructions for use (IFU). During dep loyment, when more than 50% of the pipeline stent was deployed, the stent failed to open and had a twist in the mid-proximal segment. It was noted that the pipeline was not positioned in a bend. The pipeline was sheathed 2 or more times. No other additional steps or devices were used to open the pipeline. The pipeline was resheathed and removed along with the phenom 27 microcatheter. There was no harm or injury to the patient and it was noted that angiographic results and the end of the procedure showed the aneurysm was successfully embolized.

Manufacturer narrative:
Continuation of d10: product ID: fg15160-0615-1s (lot: 228821647); medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the procedure was completed using another device. The cause of the pipeline twist/failure to open was not determined. The micro catheter did not present any problem.

Manufacturer narrative:
H3. Product analysis: ¿ equipment used: video inspection system (m-78210), ruler (m-83361) ¿ as found condition: the pipeline flex shield pushwire and phenom 27 catheter were returned for analysis within a shipping box; within a plastic bio-pouch; within an opened pipeline flex shield outer carton and inner pouch. The pipeline flex shield pushwire was returned within the phenom 27 catheter. The pipeline flex shield braid was not returned for analysis. Therefore, any contributing factors could not be assessed. ¿ damage location details: the pushwire was returned extending out from catheter hub. In addition, the distal hypotube was deployed from catheter distal tip. The pushwire was found to be bent at ~17.7cm and ~36.8cm from proximal end. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. However, the pushwire was found to be separated/broken proximal to the dps sleeves. The tip coil and dps sleeves were not returned for analysis, and the reason was not provided. Therefore, any contributing could not be assessed. No damage was found with pads. No flash or voids molded were observed in the hub. No damage was found with hub. No bent or kink was found with catheter body. No damage was found with the catheter distal tip/marker band. No other anomalies were observed. ¿ testing/analysis: the pipeline flex shield was pushed out from catheter without any issue. The total and usable lengths of the catheter were measured to be within specifications. The catheter was flushed with water and water exited out of the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issues; however, the resistance observed at the damaged locations. The broken end was sent out for sem (scanning electron microscopy) analysis. Conclusion: based on the analysis findings, the pipeline flex shield was not confirmed to have failure to open at proximal and pipeline braid twisted as the pipeline flex shield braid was not returned for analysis. It was reported that the pipeline shield was resheathed more than 2 times. Additionally, the pushwire was found to be separated proximal to the dps sleeves. Per the sem result, due to mechanical damage (smearing) to the fracture surface, additional modes of failures was unable to be determined, however it is believed that the final mode of failure was via overload. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.